Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer's blood glucose level. Customer support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was instructed to contact support again if the issue reappeared and understood the guidance given.